Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The patient was having a rebound fever as per the nurse. The goal was 37c and now 38.3c. The water temperature was 26c. The event log showed an alert 113 (reduced water temperature control). They would fill recently, but only 10ml after the device altered them to fill it. They changed to manual mode and set to 4c and drained the water. The temperature would not decrease beyond 25c. Ms&s stated that the device would need to be serviced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The patient was having a rebound fever as per the nurse. The goal was 37c and now 38.3c. The water temperature was 26c. The event log showed an alert 113 (reduced water temperature control). They would fill recently, but only 10ml after the device altered them to fill it. They changed to manual mode and set to 4c and drained the water. The temperature would not decrease beyond 25c. Ms&s stated that the device would need to be serviced.